Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with magnex (1gm via intraperitoneal and ongoing) and vancomycin (1gm via intraperitoneal and ongoing) for the event. Dianeal therapy was ongoing. At the time of this report, the patient was recovering and still hospitalized for the event. It was reported that the patient retraining was completed. No additional information is available.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment was discontinued (after 14 days). Seven days after hospital admission, the patient was discharged and was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.